Manufacturer narrative:
H10: the customer biomedical engineer (bme) reported the user interface (ui) printed circuit board assembly (pcba) was received and replaced. The device was left plugged in over three days and the issue could not be duplicated. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.

Event description:
It was reported that while at the biomedical shop the ventilator power on by itself. No patient involvement. The customer was advised by the remote service engineer (rse) to replace the user interface (ui) printed circuit board assembly (pcba). The investigation is ongoing.

Manufacturer narrative:
H10: the device was not in clinical use; there was no patient involvement. There was no harm. A philips remote service engineer (rse) evaluated the issue with the biomedical engineer (bme) and advised replacing the user interface (ui) printed circuit board assembly (pcba), and possibly, the power switch overlay as a resolution. The repair for this unit cannot be conducted at this time due to the part(s) being on backorder. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered, user interface (ui) printed circuit board assembly (pcba), aligns with the recommended repair of the alleged malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.